Event description:
The customer contact reported a white screen error. The device was returned to the biomedical dept. With a report of after power on, the device alarmed with a white screen error. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add¿l info was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a white screen error and the device sounded an audible alarm from the secondary beeper. This was due to the hardware module. This report represents all the info known by the reporter upon query by hospira personnel.